Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in a generic plastic bag. The unit returned has the distal end damage, as part of overall visual revision. Visual inspection was performed and the device presents: the distal tip partially detached exposing the corewire tip, approximately 0.1cm. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length were taken and were all according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The 100% occluded target lesion was located in the highly calcified anterior tibial artery (ata). After inserting the 300cm v-14 controlwire and reaching the lesion, several attempts in recanalizing the ata were attempted. Following these maneuvers against the calcified occlusion, it was noted under fluoroscopy that the wire was broken. The fragment was left inside the patient and no intervention was done. The physician removed the rest of the guidewire with no consequence. The procedure was not completed because of extremely calcified occlusion. No further patient complications reported and the patient's status was stable.

Event description:
It was reported that a guide wire fracture occurred. The 100% occluded target lesion was located in the highly calcified anterior tibial artery (ata). After inserting the 300cm v-14¿ controlwire® and reaching the lesion, several attempts in recanalizing the ata were attempted. Following these maneuvers against the calcified occlusion, it was noted under fluoroscopy that the wire was broken. The fragment was left inside the patient and no intervention was done. The physician removed the rest of the guidewire with no consequence. The procedure was not completed because of extremely calcified occlusion. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).